Event description:
During the investigation of the incident described in report 1721649-2012-00001, the laboratory technician stated that the incident had occurred one other time previously. The laboratory technician was not able to provide details on the other incident, other than to say that the incident involved the same cytocentrifuge and that the cytocentrifuge began turning in the same manner as described in 1721649-2012-00001. Because the incident involved the same cytocentrifuge, the investigation results are described in 1721649-2012-00001.

Manufacturer narrative:
Evaluation codes are assigned in 1721649-2012-00001, because both reported incidents involve the same cytocentrifuge.